Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st¿ lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and overstimulation when lying down. High impedances were noted. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations.

Event description:
A report was received that the patient was experiencing inadequate stimulation and overstimulation when lying down. High impedances were noted. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation and overstimulation when lying down. High impedances were noted. The patient will undergo a revision procedure wherein the ipg will be replaced.